Event description:
The customer reported via phone call that the insulin pump has been alarming motor error since (B)(6) of 2013. Customer stated alarm would occur every 4 days when getting a low reservoir alert and during prime. Customer stated that he went through a full body scanner at the airport around (B)(6) 2013. Customer did not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 196 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. Device was unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.